Event description:
It was alleged that during use on a pt air was noted in the line and the pump did not alarm. It was further stated that a flow/drop sensor was used and the IV tubing vent was open with a plastic bag solution container. It was noted that prolonged hospitalization was reported and there was no resultant pt consequence.